Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No keypad scrolling up noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.